Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of "angioedema, swelling, couldn't breathe" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that immediately after injection with juvederm in the lips, the pt experienced "angioedema, swelling" at the injection site, as well as "couldn't breathe." Medrol dosepak, benadryl, and "steroid injection" were provided as treatment by the injector at that time. The pt was subsequently admitted to the hosp that same day and was treated with pepcid, benadryl, prednisone, and :pepcid IV." Symptoms were ongoing two days later at the time of report.